Event description:
Received a brochure by mail, no letter attached, for a heating pad called bio-mat. The brochure claims the product can prevent cancer, treat metabolism, blood circulation, hypertension, low blood pressure, dementia, diabetes, lymphatic gland, paralysis, rheumatism, and menopause. Testamonies are included claiming "improved condition of rheumatism", improved hypertension and diabetes", "improved lumbago, chest pain, and stomach acidity".